Event description:
Rptr had 2 sets of breast implants implanted. Surgeries: silicone implant 1971. Implant ruptured, removed in 1988, replaced with saline implants by another MFR. Ruptured-removed 1989. Biopsy-1990 revealed silicone throughout chest. No cure-permanent damage.(also see 1007196)